Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was having issues with the surgical wound at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.